Manufacturer narrative:
Device evaluation of charger/modem (B)(6) has been completed. The reported problem (will not power on) was investigated. As received, the charger was unable to power on. Upon evaluation, the power supply was defective and had recessed pins in the connector. The cause of the inability to power on is the recessed pins in the connector. The root cause of the recessed pins is excessive force placed on the cord. A PMA supplement was submitted to FDA (B)(4) to improve the strength of the connector. No adverse event resulted from the defective power supply.

Event description:
A us distributor returned a charger/modem indicating that the charger/modem would not power on.